Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record (DHR) was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2019-00018. Following a ventricular extrasystole (ves) ablation procedure, a pericardial effusion was observed. At the beginning of the procedure, the patient felt pain. Pain medication was administered and the procedure was completed successfully. Following the procedure, ultrasound and x-ray revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.